Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device did not power up with the radiofrequency programmer head plugged in and in response the head's shorted cable was replaced. Analysis also confirmed the customer comment that the power supply fan could be heard when the device was powered on however it was determined that it was operating within specification and was not excessively noisy. Analysis also confirmed the customer comments that the ethernet card was stuck, which was attributed to the personal computer memory card international association (pcmcia) eject button being broken and that the power cord was cut near the wall plug end and therefore both the pcmcia card slot and the power cord were replaced. Analysis further noted that the stylus cable was damaged and that the printer paper drive roller gear was damaged and both the stylus and the printer drawer were replaced. Concomitant: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer did not properly power on. It was noted that the fan by the analyzer could be heard running and that when the radiofrequency programmer head was disconnected the programmer was able to power on briefly but immediately shut down again and was unable to be powered on again. It was further reported that the ethernet card was stuck and that the power cord was exposed near the plug-in. It was also noted that the programmer has investigational micra software on it and when removed the date, time and remover's name need to be noted. The programmer was returned for service. There was no patient involvement.